Event description:
A (B)(6) female patient with pad and aortic bifemoral bypass underwent a peripheral intervention sfa (right side) on (B)(6) 2014. Her anatomy was not tortuous or calcified. Upon removing the conquest balloon post dilation, resistance was encountered. Under fluoroscopy, it was noted that the rabbe sheath had separated. The conquest balloon and rabbe sheath had to be removed together. No piece of the device remained inside the patient. The patient did not require any additional procedure due to this occurrence. According to the initial report, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The sheath was returned in a used and damages condition with a conquest balloon catheter inserted: the sheath had separated into two segments about 15cm beyond the fitting. At the point of separation, the edges were smooth and round, indicative of brittle separation, with the coil unraveled, but intact. Separation caused the reported difficulty in removing the device resulting in minor harm to the patient. Brittle separation may occur due to improper storage allowing exposure to low humidity and/or temperature extremes. Final inspection for flextm check-flo ii introducer requires 100% inspection to confirm surface of sheath is free of excessive dents, bumps or scratches. The sheath had separated into two segments. At the point of separation, the edges were smooth and round, indicative of brittle separation, with the coil unraveled, but intact. Separation caused the reported difficulty in removing the device resulting in minor harm to the patient. Design verification has confirmed sheath strength per iso 11070. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per qera, additional action is not required at this time based on the associated risk.